Manufacturer narrative:
(B)(4): the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure usinjg penumbra coil 400 coils. Upon removal from the packaging, the pusher wire of a penumbra coil 400 was found kinked prior to use.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.